Event description:
It was reported that air ingres occurred. During an atrial fibrillation procedure, a faradrive steerable sheath clear was selected for use. The device appeared to be leaking, and numerous air bubbles were observed in the syringe when the catheter was inserted. The sheath was replaced, and the procedure was successfully completed using another faradrive device. No patient complications occurred, and the patient remained stable following the procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).